Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive in the navigate task. The site attempted to do a soft reboot of the software, but the system still did not respond. The system was hard shutdown and reboot. After the system rebooted the health care professional was able to proceed with the case. There was less and an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient identifier: (B)(6). A manufacturer representative went to the site to test the navigation system. They were unable to confirm the reported issue. They were unable to replicate the issue and the system has been used in cases since without and issues. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive in the navigate task. The site attempted to do a soft reboot of the software, but the system still did not respond. The system was hard shutdown and reboot. After the system rebooted, the health care professional was able to proceed with the case. There was less and an hour delay in the procedure. No impact on patient outcome.